Event description:
The initial attorney report alleged pain and explant. The following is based on the medical records provided by the pt's attorney: (B)(6) 2006 - pt underwent repair of two recurrent incisional ventral hernias. A composix kugel mesh was placed in repair of the hernia located in the lower abdomen and a composix mesh was placed in repair of the hernia located in the upper abdomen. Large and small bowel were present within the lower abdominal hernial, adhesions were lysed from the colon and small bowel. On (B)(6) 2006 - pt underwent exploratory laparotomy with lysis of adhesions, repair of small bowel perforation, and excision of both the composix kugel mesh and the composix mesh.

Manufacturer narrative:
Initially, one event was reported by the patients' attorney. However, review of the medical records showed there to be an additional implant. The medical records provided do not indicate a device failure with the composix mesh. It appears that the mesh was removed for exploration purposes. Postoperatively, the pt had increasing abdominal pain and ileus, and four days post implant, she underwent exploratory laparotomy, the composix kugel mesh and composix mesh were both excised. A small bowel perforation was identified and repaired, which was in the area of the composix kugel mesh not the composix mesh. There was no lot number included in the medical records provided; therefore, a review of the manufacturing records could not be conducted. Additionally, no sample was returned for eval. With the currently available info, no additional conclusion(s) can be drawn. If additional event and/or eval info is obtained, a follow up MDR will be submitted. Composix kugel mesh implanted on (B)(6) 2006, was reported to the FDA in accordance with (B)(4).